Manufacturer narrative:
Device evaluation could not duplicate the reported complaint condition. Analysis of the log data did confirm the reported error code had occurred previously during one procedure three (3) times in a row. The fluid level sensor was replaced on the console as preventive maintenance and the console released back for use.

Event description:
The hospital perfusionist reported an issue encountered with the mps console during use. The report stated that the console displayed error code "excess air in heat exchanger" during setup and during the procedure. The perfusionist stated the console was used to successfully complete the procedure. There were no patient complications reported as a result of the alleged event. The console was returned to the manufacturer for evaluation.